Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had both a service wrench and a low battery indicator on its readiness display. The customer further advised that the device would not power on when prompted. The customer then removed the battery and installed it in a different device. The other device powered on when prompted, confirming that the issue was with the device and not the battery. There was no patient use associated with the reported event.